Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Dexcom was made aware on 06/14/2017, that on (B)(6) 2017, the patient experienced a hyperglycemic event. The patient was experiencing extreme stomach pain and was feeling dizzy from vomiting. The patient also started to experience chest pain and called emergency services. The paramedics transported the patient to the hospital via ambulance due to a finger stick (fs) reading of 311mg/dl. Per the patient, their blood glucose (bg) reading on their dexcom was 310mg/dl. The patient was given intravenous (IV) fluid therapy while in the hospital. Additionally, the patient was given medication for nausea and pain. The patient was not admitted to the hospital. The patient was in the hospital on (B)(6) 2017 from 9:30pm to 7:00am on (B)(6) 2017. At the time of contact, the patient's blood sugar was under control. Additionally, it was reported that while in the hospital, the patient's sensor was removed in error by a nurse. Before their sensor was removed, their bg reading was approximately 150mg/dl. There was no allegation of malfunction against the device. The patient indicated that their device was not at fault. No additional event or patient information is available.